Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant medical products: concomitant med products and therapy dates: air oscillator device, air reamer/drill devices; (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky, and the device would not run due to a damaged motor. It was further observed that the locking mechanism was stiff/stuck, and the moving parts did not move smoothly. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment ii, check free movement of softmode switch, check for sticky trigger, check air hose coupling, check function of device and check power with power test bench. It was noted in the service order that the engines of the compact air drive, air oscillator device and air reamer/drill devices jammed while being tested together. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant medical products: concomitant med products and therapy dates: air oscillator device, air reamer/ drill devices; (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky, and the device would not run due to a damaged motor. It was further observed that the locking mechanism was stiff/stuck, and the moving parts did not move smoothly. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment ii, check free movement of softmode switch, check for sticky trigger, check air hose coupling, check function of device and check power with power test bench. It was noted in the service order that the engines of the compact air drive, air oscillator device and air reamer/drill devices jammed while being tested together. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.